Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism. Report was re-submitted because the submission protocol identified an error during submission.

Event description:
Implant fracture.